Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the tsr was unable to determine the source of the alarm, the tsr had the caregiver (cg) close all the clamps to bags/patient line/transfer set, cycle power off/on to a system error 2367. The tsr cycled power off/on, press go to start, at load the set remove the cassette. The tsr advised the cg to dispose of current supplies and start over with new supplies or continue with manual supplies, the patient was involved but there was no patient injury or medical intervention reported.